Event description:
It was reported that the battery pins are bent. There was reportedly no patient involvement. One battery pca was returned for failure analysis. The reported problem was confirmed. The battery pca was visually inspected for mechanical damage and contamination. J2 pin 7 was stuck/damaged. J3-j7 had contamination.

Event description:
It was reported that the battery pins are bent. There was reportedly no patient involvement.